Event description:
Laparoscopic nissen fundoplication performed with a 50 f esophageal dilator, lapraoscopic. No problem using device. No malfunction. Pt returned to surgery two days post op. Perforation of esophagus. Pt condition is now fine.